Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that no external factors led to the issue. The cause of the elevated impedances was impedances on 3 and 5. The impedances were programmed around and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) and the patient regarding the patient's implantable neurostimulator (ins). Information was reported that the patient got screen 59 (settings not available oor) starting sometime in the end of march. The patient went on to say that she found a work around when getting screen 59. The patient stated she turned the ins off, went back to the intensity screen and turned the ins on and then pressed up twice quickly and then stimulation would turn by 0.1 ma. Technical services advised against trying to pursue such a work around and asked if the patient had other groups to try and she does not. It was also reviewed that the patient can try to turn stimulation down and then back up before getting screen 59, but also advised the rep that it would be prudent to meet with the patient again to assess programming as well as the possibly set up other groups for a situation where the patient may utilize them. No further complications were reported. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep). The manufacturer representative (rep) just programmed patient to remove elevated impedances from programming. Patient reached out to rep on friday to report an oor on programmer and met on the day of report. Caller reported electrodes 9 and 11 are out of range but did not have exact values. Caller reported 9 < 11 from programming and ended session. Patient went out to car and continued to have the same issue (oor). It was attempted to review impedances on report, but then caller indicated he only performed a connectivity test. Reviewed to perform an impedance test and identify the best electrodes to program. Patient has one group w/ 4 programs. Patient reported seeing the oor earlier (sometime in march) unknown date. Caller indicated they did speak with healthcare provider (hcp) about possible lead revision. Caller will be meeting with patient again this evening to re-program. Will call back if needs further assistance. No further complications were reported/anticipated.